Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was exchanged for a smaller length lens due to excessive vault. The problem was resolved. Cause reported as unknown. The status of the eye is reported as, "ok."

Manufacturer narrative:
Weight-race:unk. This product is not marketed in the us. Claim # (B)(4).